Event description:
Pt rep called back repeating information in this case. Caller said the ins had stopped working and pt was still in pain. Caller repeated pt was told the ins was obsolete and would need to be replaced, but caller thought the ins just needed to be looked at. Agent reviewed role of rep and again reviewed rep would need to meet with pt at an hcp office. Caller said pt had a doctor, but they didn't know anything about the ins. Agent sent caller email with physician listings site. Additionally caller also mentioned they thought the pain was due to their spine problems, they had a rod in their spin, and that pt's toes were curling.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown product type programmer, physician medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's ins depleted about 11 months after it was put in. Patient stated since the device depleted, she has been in so much pain and needed it fixed. No further complications were reported/anticipated. Additionally, pt reported seeing a poor communication screen, and says her ins has not been working for "more than a year" but cant remember which year this started. Pt says they have "been very sick" and when asked if this is related to their device they said "its all related". Pt says they are in a lot of pain, and reviewed this could be due to the primary cell ins that could have depleted by now since its been put in since 2013. Pt didn't agree with this theory, and claims her ins "still works because I was futzing with this controller and I got a shock right away and then I saw this poor communication screen". The patient was redirected to their healthcare provider to further address the issue. Pt says they moved and see a new dr who isn't familiar with devices. Pt called and repeated information previously documented in this case. Caller stated pt turned on stimulation and it "was up at 179" and pt began to feel as if they were being electrocuted and their whole body started shaking. Caller stated pt called and spoke with a presentative and was told they no longer manufacture their ins and if there is a problem with it they would need to have it replaced with a new model ins. Caller stated pt is homeless and lives in their car and does not have a managing hcp. Caller stated pt has been unable to obtain medicaid coverage so they have not been able to see a hcp. Caller stated pt needs to meet with a rep. Technical services specialist (tss) explained that pt needs to have a managing hcp before they can meet with a rep.